Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reason. This ra lead was replaced with a different model. No additional adverse patient effects were reported. Additional information indicated that this ra lead exhibited no capture and impedance output of more than 3000 ohms due to lead fracture which was observed during procedure.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reason. This ra lead was replaced with a different model. No additional adverse patient effects were reported.